Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient notifier was delivered indicating the device exceeded the maximum charge time. Review of session records confirmed the maximum charge time was reached. A manual capacitor maintenance performed in clinic resulted in a normal charge time. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.